Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: medically treated for device thrombus. Thrombus parameters had not been worsening but not entirely improved. The course was complicated with gi bleed. Egd showed no apparent bleeder but woozing likely from anticoagulation therapy. It resulted in stopping all anticoagulation therapy, by which gi bleeding seems stable but thrombus parameter slightly worsen. After the multidisciplinary discussion, we decided to offer a device exchange.

Manufacturer narrative:
Thrombus was confirmed through the evaluation of the returned pump. Examination of the rotor inlet upon disassembly of the returned pump revealed a thrombus formation surrounding the bearing cup within the distal side of the inlet stator. The laminated structure of this thrombus and its areas of denaturation indicate that it likely formed over an undetermined period of time while the pump was supporting the patient. Upon removal of the observed thrombi, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was medically treated for device thrombus. Thrombus parameters had not been worsening but not entirely improved. The course was complicated with gi bleeding. An esophagogastroduodenoscopy (egd) showed no apparent bleeding but oozing likely from anticoagulation therapy, resulting in stopping all anticoagulation therapy by which gi bleeding became stable but thrombus parameters slightly worsened. A decision was made by the hospital to perform a pump exchange.

Manufacturer narrative:
Approximate age of device: 8 months. Device evaluated by manufacturer: the lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed.